Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During procedure, the balloon was inflated at 6atm but ruptured upon second inflation at 10atm. The device was simply pulled out from the patient's body. The procedure was completed with a different device. No complications reported and patient was in good condition post procedure.